Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection revealed damaged tubing. Gravity testing revealed that the set was leaking through a hole that was less than 0.2 cm in size. Underwater leak testing also revealed a leak through the same hole. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from its tubing during infusion of parenteral nutrition solution. The set was being used with an infusion pump programmed at 7 ml/h and the solution was at room temperature. There was no patient injury or medical intervention associated with this event. No additional information is available.